Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (device codes): imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device. Block h10: the returned rx ercp cannula was analyzed, and a visual evaluation noted that it was inside its original pouch, and when it was opened there was no foreign material found inside the packaging. Per media analysis on the provided photo, it was observed that a foreign material was present in the packaging. No problems with the device were noted. The reported event of foreign material inside the packaging was not confirmed. Upon analysis, when the packaging of the device was opened, there was no foreign material present inside the packaging. It is possible that the foreign material was in additional packaging, which does not compromise the integrity of the device. Based on all gathered information, the overall conclusion for the complaint will be "no problem detected" since the device complaint or problem cannot be confirmed. Block h2 (additional information): block b5 has been updated based on the additional information received on february 20, 2023.

Event description:
It was reported to boston scientific corporation that an rx ercp cannula was intended to be used in a procedure. The exact procedure date was unknown. Upon checking the device outside the patient, a hair was found inside the packaging. It was reported that the device was not unpacked and there was no damage noticed on the device pouch or seal. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on february 20, 2023: note: one of the photos provided by the customer shows the complaint device inside its original packaging with a foreign material inside the package.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx ercp cannula was intended to be used in a procedure. The exact procedure date was unknown. Upon checking the device outside the patient, a hair was found inside the packaging. It was reported that the device was not unpacked and there was no damage noticed on the device pouch or seal. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.